Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. During the procedure, the physician retracted the delivery catheter for a gore excluder aaa endoprosthesis contralateral leg component through a 12 fr gore introducer sheath. The delivery catheter got stuck on the leading end of the sheath and the endoprosthesis deployed. The contralateral leg component was unintentionally implanted 3 cm below the contralateral gate of the trunk-ipsilateral leg component, the leading olive and polyimide tubing on the delivery catheter broke, and the contralateral leg component unintentionally covered the pt's right hypogastric artery. A second gore excluder aaa endoprosthesis contralateral leg component was implanted to bridge the first contralateral leg component, and the contralateral gate of the trunk-ipsilateral leg component. In addition, the physician used a snare to remove the leading olive and polyimide tubing. It was reported that the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.